Event description:
Adverse reaction to silicone breast implants-severe allergic reaction cause unknown. 2/91, gradual decline in general health since that time. These implants were used for reconstruction after bilateral mastectomy in 7/90. No cancer- severe fybrocystic breast disease. 3/95- diagnosed with induced lupus, usually seen as a result of drugs; rptr is taking no drugs that have this side effect. Explant recommended. Rptr has had the symptoms of lupus since 2/91 & they have continued to worsen. She also has fibromyalgia, asthma since 9/94, high blood pressure since 7/94.